Manufacturer narrative:
(B)(4). The insulin pump powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the poor connection.

Event description:
Information received by medtronic indicated that insulin pump had cracked on the back along the battery compartment. Customer confirmed pump was dropped. No harm requiring medical intervention was reported. The device will be returned for analysis.